Event description:
It was reported that the patient presented with sepsis. The implantable cardioverter defibrillator and the right ventricular lead were explanted. The patient's condition was unknown.

Manufacturer narrative:
Further information requested but was not received. Device was returned due to infection. DHR sterilization confirmation was reviewed and no anomaly was noted. The device was received in normal working conditions with battery voltage above eri. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.